Manufacturer narrative:
Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The root cause of this event cannot be confirmed since the device was not returned for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology and structural valve deterioration with calcification. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a bioprosthetic aortic valve, implanted for 22 years and eight (8) months, was explanted due to aortic stenosis. During explantation, the valve was found to be well-seated. The leaflets were calcified and immobile, consistent with structural valve deterioration. There was mild pannus ingrowth on the ventricular side of the valve. The explanted device was replaced with another edwards bioprosthetic valve. The patient also presented with cad and underwent CABG. Completion tee showed a well-seated valve with no perivalvular regurgitation. The patent tolerated the procedure well without complications. The patient had an uneventful ICU course and was discharged on pod #4 in stable condition.

Manufacturer narrative:
Device evaluated by manufacturer: the clinical observation of calcification, pannus, and stenosis was confirmed. X-ray demonstrated heavy calcification on all three leaflets, and wireform intact. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 at the inflow aspect, and formed a ring on the surface of the leaflets. Fibrin-like material was observed at the outflow aspect of leaflets 2 and 3. Host tissue on the stent circumference was minimal at the inflow aspect. The leaflets were observed to be thickened and swollen at the free margin near the commissures. Leaflet 2 had a 5mm non-transmural tear near commissure 2. Leaflet 3 had four tears; a 1mm non-transmural tear(a), 2.5mm tear(b), 1mm tear(c), and a 3mm tear(d). Calcification was observed near all the tears. The wireform was exposed on commissure 2. Additional manufacturer narrative: based on the product evaluation findings, calcification, host tissue, and thickened tissue restricted leaflet mobility and led to stenosis. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves.